Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown, therefore the manufacturing records for the intraocular lens could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received and the physician stated that the reverse optic capture was a 50% improvement. Furthermore the physician stated that all he could do at this time is to possibly explant or exchange lens. Required intervention (update). (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
There is no indication that the lens was explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the implantation of a symfony intraocular lens (iol), the patient was complaining of an arc in the temporal vision. Additional information was received and it was learnt that the surgeon was going to try to the perform a reverse-optic capture in a secondary surgical procedure. No further information was provided.